Event description:
The fourth patient vomited two hours into the treatment and was given saline. After another 20 minutes, pt complaint of sternal discomfort and was given oxygen. The patient was discharged home with instructions to go to the ER for evaluation. The clinic was informed on 12/01 that the patient was admitted for nausea nad vomiting. There was no machine problem reported during treatment. Conductivity and ph were not documented.

Event description:
The second patient was stable but drowsy throughout the treatment. This was the patient's usual state but pt was noted to be difficult to arouse post treatment. The patient was discharged to the nursing home after the physician was notified. The facility was informed on 12/2001 that the patient was admitted to the hospital with electrolyte imbalance on 11/01.

Event description:
A dialysis facility reported that a total of four patients were admitted to the hospital for nausea and vomiting and/or electrolyte imbalance 6 days. All four patients were dialyzed on the same machine. There were no machine problems reported during treatment. Machince conductivity and ph were reportedly normal in three treatments. There was no documented ph and conductivity on the fourth treatment. The first patient complaint of headache during treatment and was given tylenol. Pt also became hypertensive and vomited. Pt was given clonidine and was taken to the hospital. Facility did not attribute the patient's symptoms to the machine since the patient was also hypertensive during the previous treatment and admitted to failing to take their antihypertensive medicines.

Event description:
The third patient was stable but vomited five minutes before the end of the treatment. Pt was discharged to the nursing home with instructions for the nurse to call the physician if vomiting persisted. On 12/01, the dialysis clinic was informed that the patient was admitted to the hospital due to nausea, vomiting and electrolyte imbalance.